Event description:
During implantation, set screw sheared in half leaving half of the set screw inside the nut. This caused difficulty when trying to remove broken set screw from nut on hook. The construct including hex nut, set screw and hook were removed.